Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise electrodes, tubing, and the sample probe to resolve the issue. (B)(4).

Event description:
The customer reported receiving an erroneously high patient result for na (sodium) on the au480 clinical chemistry analyzer. The erroneous result was reported outside of the lab. There was no change in patient treatment in association with this event.